Event description:
The complainant reported the physician was performing a therapeutic procedure on a pt that involved colonic stenting. The doctor reported that the pt stricture was tight, so the jagwire was passed through the cannula to negotiate across the stricture. The tip of the jagwire became fragmented while it was being manipulated across the stricture. The physician then obtained a second device, but this jagwire tip also became fragmented. Please reference medwatch report number 6000123-2004-00086, which documents the second reported jagwire malfunction. The complainant reported that because the stricture was not able to be negotiated, the pt was taken to surgery to open up the stricture. There is no indication that the jagwire caused or contibuted to the need for the pt surgery. Additional pt and event information has been requested.